Event description:
It was reported that the customer experienced high blood glucose levels that could only be lowered with manual injections. The blood glucose reading was 401 mg/dl. The customer stated that the reservoir did not look as though it had moved since she had filled it the day prior. She stated that there was a little round rubber ring on the top that have come loose. She reported that the reservoir fell out because the ring had fallen out. She complained of thirst, confusion, and aches. She advised that she had treated with manual injections. She also noted that she had to treat with manual injections 4 times in the last 24 hours. She had a blood glucose reading of over 500 mg/dl the night prior to the call, as well. Advised replacement of the insulin pump due to the damage of the reservoir compartment. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.